Manufacturer narrative:
Estimated dates. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: transcatheter mitral valve repair for severe functional mitral regurgitation and cardiogenic shock.

Event description:
This is being filed to report heart failure, mitral regurgitation, mitral stenosis, and death. It was reported via literature that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to 2. Following 3 months of clinical stability, the patient was re-admitted with decompensated heart failure. Transthoracic echocardiogram (tte) demonstrated moderate to severe mr and mean mitral gradient of 8 mmhg. Both clips were still intact and properly positioned. The hospital course was complicated by lower extremity deep vein thrombosis (dvt) despite therapeutic warfarin, pneumonia, and bacteremia. Ultimately, conservative measures were pursued, and the patient passed away 4 months post intervention. No additional information was provided. Details are listed in the article: transcatheter mitral valve repair for severe functional mitral regurgitation and cardiogenic shock.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. Additionally, a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported recurrent mr, mitral stenosis, heart failure, and death could not be determined. The reported patient effects of recurrent mr, mitral stenosis, heart failure, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.